Event description:
It was reported that the right atrial (rv) lead exhibited high out of range (oor) impedance measurements, above 200 ohms. Technical services (ts) recommended a patient initiated interrogation (pii) to determine if the values returned to nominal, and if not, further evaluation was recommended. No adverse patient effects were reported, and the lead remains in service.